Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019. Refer to complaint file (B)(4). This report is for the 5th device listed in the complaint.

Event description:
The bag broke inside of the patient. The surgeon had to spend 30 minutes retrieving the specimen from patient. The surgical techs also said that 3-4 bags had broken the week before in the trocar. Upon investigation with the staff, the bags have broken 3-4 other times over the course of a couple of weeks. These bags did not break inside the patient, however they did break during bag removal through the defect after the trocar was removed. All bag breaks were at the bottom of the bag. It was stated that "it wasn't so much of a tear, but the bag popped."